Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that errors was caused by inconsistencies between server/station database. A technical support specialist confirmed after disaster recovery and upgrade station errors no longer occured. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system nurses cannot remove medications patients affected. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.